Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump batteries only last a few days and the pump alerted low battery. The customer's blood glucose reading was 400 mg/dl at the time of incident. Troubleshooting found that the customer does not use excessive button pressing and does not do daily set rewinds. Customer was advised to clean the battery cap with dry cotton swab and that a new battery cap would be mailed to them and to call back if the cap does not resolve the issue. Customer declined high blood glucose troubleshooting.

Manufacturer narrative:
The insulin pump was received with high idle current due to corroded battery tube however, passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked case the near display window corners, cracked battery tube threads and cracked reservoir tube lip.